Event description:
The customer reported, the sys displayed a communication fault error code and thereby failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys was repaired and was found to be operating as intended.